Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the reported issue of the 8015 device not charging was due to a faulty or improperly connected power cord. Technical support explained the concern regarding the ac indicator display on the device. Assisted the customer in system maintenance mode to modify the task list, including battery status and voltage display parameters. Review of the parameter readings did not indicate any abnormalities. Customer then interchanged the power cord as part of fault isolation, which resolved the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8015 device not charging. There was no patient involvement.